Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Medical staff reported that their friend experienced "a crazy reaction to sinus infection or some sort of virus (deemed not device related), and got crazy nodule on l cheek and teartrophs are super swollen", "think has a delayed onset of nodules" and "it¿s been going on now for almost 2 weeks" after injection in cheeks with [unspecified] juvéderm® voluma¿ and in the ¿teartrophs¿ with juvéderm® volbella¿ with lidocaine. Treatment included amoxicillin and told to start prednisone. Symptom information not provided.